Event description:
It was reported that customer was hospitalized for low blood glucose levels. Customer reportedly received too much insulin resulting in low blood glucose. Customer's blood glucose reading was 41 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with frozen display followed by constant tone due to cold solder joint on mother board. The insulin pump was unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to frozen display and constant tone. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.